Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was noted to be in safety mode. External visual inspection revealed a discolored device header. A review of the device memory verified that the device functioned normally while implanted. The device had tachy mode programmed off on (B)(6) 2013 and a capacitor reform was done on (B)(6), 2013. The charge time exceeded the specified limit and the device declared end of life (eol). It was determined that safety mode was triggered due to oscillator faults. Based on the discolored header and battery data, it appeared that the device underwent a heat sterilization process prior to being returned. Due to the battery being exposed to the heat sterilization, the device was unable to support the internal power supplies which then caused the oscillator faults. No further analysis was performed.